Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set leaked at the site, however exact duration of use was unknown. Also, due to leakage, the patient had high blood glucose level and bleeding at the site. No further information available.